Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that catheter test with saline after installation failure, flow on both sides of the tip and not directly into the catheter lumen. Consequences: patient¿s vein damaged due to failed catheter placement. The event was resolved, using another device.